Event description:
The permanent cautery spatula instrument was returned without any allegations of malfunction. There were no missing or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
No reason for return was provided. A complaint cannot be confirmed or denied. Additional observation not reported by site was a broken cable. The pitch down cable was broken at the distal clevis hub. The cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.